Manufacturer narrative:
One device was returned for repair in used condition. It was decontaminated and the device screen has scratches, missing battery cap, missing syringe cap, and cracked syringe port. The reported problem of system fault was verified by functional inspection. The device did not meet specifications. The most probable cause is due to intermittent motor. Replaced the motor to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had a system fault. There was no patient involvement, and no harm/adverse event was reported.